Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable. Associated medwatch: 1221934-2017-10414 and 1221934-2017-10415.

Event description:
The affiliate reported via email that two anchor gryphon t presented problems. Surgical procedure begins, dr. Puts the first anchor gryphon t which works well, to put the next two anchors, proceed to pass the anchor according to the technique and just as he put the first anchor, where at a point before that the total of its length is entered, this one makes resistance and it leaves of the mango and does not allow the total entrance of the anchor, the doctor proceeds to remove (taking off) the part that was exposed (the anchorage remained in the patient and it did not unravel) , but could not pass the whole of this.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Device not returned.